Event description:
This pt family members and health care learn were concerned that pt wasn't progressing as expected with their cochlear implant. An integrity test was conducted in 05/2004 and revealed normal device function. Since that time their hearing abilities have not improved and the device has been observed to function intermittently. Consequently, the nucleus cochlear implant will be explanted and replaced.